Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt a vibratory alert and set up an appointment with the pacemaker clinic. Upon interrogation, the device was found to be in backup operation. Upon review, it was found that this was caused by an interruption in the communication with the patient¿s home monitor. The device was restored out of backup operation and all the settings were returned to normal. The patient¿s monitor will be replaced. The patient was stable and tolerated everything well.